Event description:
It was reported that the duodenovideoscope was used 4 times while waiting for the hygiene microbiological investigation (hmi) results, and the results of culture test was positive. According to the customer, the device was reprocessed daily one to two times before sampling. The user did not provide the result of culture test. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report is related to and linked to patient identifier (B)(6).

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report (hmi) performed on (B)(6) 2023, resulted in detection of 2 colony forming units (cfu) / milliliters (ml) of micrococcus luteus in sampling from air/water channel. The culture test was repeated on (B)(6) 2023 and no bacterial detection was found at all channels sampled. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. In addition to reportable finding mentioned in reportable event description, the device evaluation found: a whitish foreign material was found inside the air/water cylinder, air/water tube and foreign material was also found in a groove of the distal end (between distal end and the server plug-in). The legal manufacture reviewed the customer provided information on the cleaning, disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. However, the investigation could not conclusively specify root cause of the events. A review of the device history record found no deviations that could have caused or contributed to the reported issue. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor complaints for this device.